Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20984416, model/catalog description: linear st lead kit 50 cm . Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 330873, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midthoracic incision site and the leads were exposed. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not device related and symptom was yellow like drainage from incisions. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed an infection at the midthoracic incision site and the leads were exposed. The patient was placed on antibiotics and underwent an explant procedure.